Event description:
Noticed that the ventilator appeared to be delivering insufficient tidal volume to the patient. Inspiratory pressures were also low. The respiratory therapist pulled the inspiratory limb off of the ventilator and noted no air flow. Another ventilator was gathered and attached to patient with current vent settings. Tidal volumes improved quickly as well as inspiratory pressures. During this time, the patient was being manually bagged with bvm at 15 lpm. Respiratory therapist was at patient's bedside and had noticed the ventilator was delivering insufficient tidal volumes with trouble shooting and help, the patient was manually bagged with a bvm at 15 lpm. Once it was quickly discovered that the ventilator was not operating as expected, another ventilator was gathered and placed on patient. Patient was not negatively affected by this occurence. Past pm: (B)(6) 2018. Last electrical safety check: (B)(6) 2018. Ventilator switched out, no harm to the pt identified.